Manufacturer narrative:
This is the final report.

Event description:
A report was received that, during a trial implant procedure, the patient's dura was punctured. The physician instructed the patient to lay flat for an hour and was given IV fluids. The patient's symptoms included a spinal headache, ringing in the ears, and blurry vision. The patient's trial lead was explanted, and the physician performed a blood patch. The patient is reportedly doing well.